Event description:
Per the clinic, the patient experienced facial nerve stimulation with device use.the device was explanted on (B)(6), 2013. Reimplantation is not planned at the time of this report, (B)(6), 2013.

Manufacturer narrative:
Correction: the explanted date is (B)(6) 2013; not (B)(6) 2013, as previously reported. This report is filed november 25, 2013.

Manufacturer narrative:
(B)(4).